Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented with edema in the lower extremities, and hemolysis was present as well and coke colored urine. The pt was intubated and on drips. Review of the event log files submitted showed no change in overall power or pi levels. The flows have dropped from the 5-6 range to the 4's. The pump speed was increased to 9800 rpm from 9200 rpm and the flows the flows remained the same. A ramp study was done and the aortic valve was open until a speed of 10,400 rpm was reached at which time it closed. Additional info received states that the pt was taken to the operating room for a pump exchange due to suspected thrombus. The pt's ldh increased in the 2000's and the pt was put on dialysis prior to the pump exchange due to renal failure. The pump will be sent back for evaluation.